Event description:
It was reported that during a cuff repair on a shoulder, after repriming the pump we started the case at 35mm. The shoulder started blowing up rapidly. We dropped pressure to 15mm and completed the case. The extra swelling dissipated over the next few days post-op with no remaining patient issues.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.